Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07335. It was reported during the patient's lead revision procedure (reference MFR. Report: 3006705815-2017-07331), the patient experienced a cerebrospinal fluid leak (csf) while attempting to reposition the leads. As such, the entire system was explanted. Due to the presence of scoliosis, the patient was referred for a paddle implant. No further intervention was performed and the patient was reportedly asymptomatic.